Event description:
It was reported that the lead impedance and threshold increased, the lead fractured, and that there was an episode of atrial fibrillation that has oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead impedance and threshold increased, the lead fractured, and that there was an episode of atrial fibrillation that has oversensing. It was further reported that ra lead had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observation of blood in/on helix mechanism.